Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that following a non-device related surgery near the implantable pulse generator (ipg) pocket site that leads to infection. The physician opted to explant the entire spinal cord stimulator. The patient was doing well postoperatively, and the explanted devices were retained by the patient.